Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 158 mg/dl. The customer stated the batteries were out of device greater than duration allowed. Customer was advised that is normal pump behavior. The was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm button error. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.